Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the top right of the device is showing an x. No patient involvement reported.

Manufacturer narrative:
The fse evaluated the device onsite and found the issue. The fse confirmed the cause of the device not passing the operation control test was due to the device's therapy capacitor being defective. The bench repair technician replaced the therapy capacitor. The device passed all performance assurance tests and was returned to the customer.